Event description:
It was reported that the right atrial lead exhibited noise and oversensing. The lead was explanted during a routine pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 7.5 cm to 8.0 cm from the connector pin. This likely contributed to the reported anomalies. The abrasion was consistent with constant friction with another implantable device.